Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed pump error. Customer¿s blood glucose was 17.5 mmol/l at the time of incident. Customer stated that the insulin pump alarmed pump error and self test was performed and failed. Customer was hospitalized on (B)(6) 2017 with high blood glucose of 26.7 mmol/l. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Hardware low level failures confirmed in device history with variable due to cold solder joint at keypad assembly.